Event description:
Patient placed hands around seat frame of wheelchair to steady himself as he sat down in the wheelchair. When his weight came down on the seat, the seat dropped approximately 1/2 to 1 inch pinching his fingers under the wheelchair seat. He automatically pulled his hand from the trapped position when the fifth digit, on the palmar side of hand, was lacerated on an exposed screw. This screw was used to secure the seat fabric to the seat frame. The seat is on a sliding mechanism which allows the wheelchair to be folded for storage. When the chair was opened, the sliding mechanism did not slide to the full down position which allowed the wheelchair seat to drop when the patient sat on the seat.